Event description:
Bioabsorbable screw was broken during implant. Broken fragment was retrieved and no pt injury occurred as a result of this situation. Another screw (same product) was implanted without issue.